Event description:
It was reported that the patient had symptoms of palpitations, pain in their left ribs and difficulty sleeping. They had frequent premature ventricular contractions. The patient had experienced speed drops with no decreases in pump flow. The patient¿s pacemaker was reprogrammed for ventricular pacing. The patient had previously had premature ventricular contractions associated with intravenous immunoglobulin therapy. Additionally, they had a history of atrial fibrillation prior to vad implant. The arrhythmia was not thought to be device related. Per additional information from the vad coordinator, the patient continues to have persistent pi events and arrhythmias.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate 3 lvas, serial number: (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log files contained data from on (B)(6) 2021 at 11:39:01 to on (B)(6) 2021 at 15:11:39 and from on (B)(6) 2021 at 4:33:24 to on (B)(6) 2021 at 14:01:14. The log file was filled with pulsatility index (pi) events, totaling 250 pi event faults. There were no other abnormal events captured. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 entitled ¿introduction cardiac arrhythmia as an adverse event that may be associated with the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 11dec2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of premature ventricular contractions over the past few months. Metoprolol was increased and the patient was scheduled for an electrophysiology appointment. Persistent pulsatility index (pi) events were noted in the device log files. A week later at their follow up, the patient continued to have arrhythmias. Log file analysis at this time captured persistent pi events throughout the log.